Event description:
The customer reported being hospitalized for blood glucose levels over 600 mg/dl. The customer stated that the insulin pump had alarming during the night, stopping all insulin delivery and causing his blood glucose levels to elevate. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.